Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and is getting stuck at the splash screen. In this state the device would be inoperable and defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and is getting stuck at the splash screen. In this state the device would be inoperable and defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.